Event description:
It was reported that during a coronary stent procedure, the stent dislodged while being advanced through a graft. The physician was able to snare the stent with another MFR's balloon catheter, however, the stent again dislodged near the introducer sheath and remains in the pt. Pt status is listed as "okay".